Event description:
Customer reported visiting the emergency room and being hospitalized in the intensive care unit (ICU) with an elevated blood glucose (bg) level. Reportedly, the customer ran out of insulin while using the pump. The customer received treatment with IV fluids and insulin, which resolved the issue. There was no permanent damage identified. Multiple attempts were made to follow up with the customer regarding the release date; however, no response from the customer was received.